Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the essenz hlm cockpit, the event occurred in monaco. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that essenz hlm cockpit froze and automatically rebooted after 2 minutes at the end of procedure. There was no patient injury.